Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced because it had dislodged the day after implant. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.